Event description:
It was reported during a procedure conducted at the healthcare facility metal fragments came out of the device. It was reported the procedure was completed successfully and there was no impact on the patient. No surgical delay or adverse consequences were reported with this event.

Manufacturer narrative:
It was confirmed by manufacturer during the device evaluation the attachment's top bearings were shattered.

Event description:
It was reported during a procedure conducted at the healthcare facility metal fragments came out of the device. It was reported the procedure was completed successfully and there was no impact on the patient. No surgical delay or adverse consequences were reported with this event.